Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range pacing impedance measurement of greater than 2000 ohms. Provocative maneuvers did not elicit any noise and no major changes in impedances were observed. A suspected abrasion of the rv lead was thought to be the cause of the reported values. The physician was overall satisfied with the integrity of the system and no changes were made. The rv lead remains in service and there have been no adverse patient effects reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).